Event description:
It was reported that a hispanic female who underwent breast augmentation with 300cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. The capsular contractures were diagnosed through unspecified diagnostic imaging examinations. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2009. A subsequent event with the replacement device was reported under 1645337-2022-03855. See 1645337-2022-03882 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).